Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-74 serial number: (B)(6) batch/lot number: 3110014 model/catalog description: avista MRI perc lead kit 74 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74 serial number: (B)(6) batch/lot number: 3149045 model/catalog description: avista MRI perc lead kit 74 cm unique identifier (UDI) #: (B)(4).